Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, reservoir tube cracked.(B)(4)

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer stated the insulin pump was dropped in the toilet. Customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.